Event description:
End user allegedly developed blisters and received 2nd degree superficial and 3rd degree deep frost bite after using a hot/cold gel pack for approx 10-15 mins to ice a cramped calf muscle. End user reported the incident in 2008, and the incident occurred in three weeks prior. He also stated that there was no indication that the pack had leaked.

Manufacturer narrative:
The subject hot/cold gel pack was discarded by end user and no lot number was provided, therefore, no product eval could be performed. A review of product labeling indicates to "wrap in dry towel and apply to injured area". Follow-up with the end user indicates that the hot/cold pack was placed directly on skin and an ace bandage was wrapped around the pack and leg to secure in place. Based on info provided by the end user, it appears that the instructions for use as provide on the product were not followed.